Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 263661 on 5/13/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: baker's grade iii capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 300cc mentor smooth round moderate profile saline prostheses experienced bilateral baker¿s grade iii capsular contracture post procedure. The patient also reported pain throughout her body, hair loss, and lesions on her skin. Roughly six years after all of this began in 2013, left sided deflation occurred. As a result, explant without replacement was performed on (B)(6) 2019. See 1645337-2019-10363 for contralateral prosthesis report. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the (B)(6) registry).